Event description:
It was reported that during a diagnostic procedure, the adhesive broke, leaving pieces inside the patient. The pieces were removed with forceps. There were no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, e1, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure confirmed. The device evaluation found fractured bending section glue. A root cause could not be identified. Based on the results of the investigation, the most probable cause is a degradation problem due to an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.